Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that a malfunction alarm occurred. Customer blood glucose (bg) level was 600 mg/dl. The customer administered manual injections to treat bg. Reportedly, the customer reverted to manual injections for insulin therapy.